Event description:
The customer was hospitalized for high bgs and dka. The customer changed the infusion set and had bent cannula. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, fixed prime test was completed and the insulin exited. Instructed the customer to change the infusion set and use manual injections per md protocol.